Event description:
It was reported that a revision surgery was performed due to loosening of the patella component. No delay or back up reported.

Manufacturer narrative:
The associated genesis ii biconvex patellar component was not returned for evaluation. A clinical evaluation noted that it has been communicated via email that neither relevant supporting clinical information nor the explanted device will be provided, and there is no report of the patient's current condition. Therefore based on insufficient information, no further clinical assessment can be performed at this time. Without the return of the actual product involved and no batch information available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.